Event description:
It was reported to nova biomedical that a consumer was experiencing high blood sugar readings on her blood glucose meter and treating herself according to those readings. Later that day, she went to the emergency room and a comparison of their readings to her blood glucose meter. The consumer received a blood glucose result of 367 mg/dl on her blood glucose meter and the hospital received a result of 264 mg/dl using their unk blood glucose meter. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.